Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that there were ghost boluses of 0 units being delivered through the meter that were recorded on the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/13/2014 with the following findings: the original complaint could not be duplicated. The pump booted to the verify screen with audible and vibration features. The meter was not returned with the pump, so a test meter was used. The pump and meter were exercised for 24 hours; there were no ¿ghost¿ boluses recorded in the pump during that time. There was no hypersensitivity observed on the keypad.